Manufacturer narrative:
(B)(4).

Event description:
It was reported that on : (B)(6) 2013: the patient underwent left l4 and ls laminectomies with medial facetectomy, foraminotomies and diskectomy/osteophytectomy, intraoperative fluoroscopy and application of epidural steroid. On (B)(6) 2014: the patient underwent CT of lumbar spine. Impression: unilateral left sided pars defect at l5 but with no spondylolisthesis. Mild disk bulge and foraminal stenosis is demonstrated at l5-s1; mild right facet arthropathy at l4-5. A left hemilaminotomy at l4 is present. Please see above for details and specific findings at each level. On (B)(6) 2014: the patient underwent bone scan of lumbar spine. Impression: degenerative uptake as described above, including acti vity at the l4-5 facet joint. No increased activity at a known pars interarticularis defect at l5 on the left; degenerative uptake elsewhere on the whole body images, most prominent in the right ankle and left. On (B)(6) 2014: the patient presented with back pain. She also presented for follow up after injection. She did not have good results from injection. She was having 7/10 low back pain and into buttock pain walking. No issues with bladder or bowels. She had anxiety issues. On an unknown date, (B)(6) 2014: assessment: severe low back pain, spondylosis, degenerative disk disease and radiculopathy with facet lumbar syndrome l4-5 bilaterally; s/p bilateral l4-l5 and l5-s1 facet joint injection done (B)(6) 2014; low back pain; right lumbar radicular pain; left ls pars defect; status post left l4, l5 decompression (B)(6) 2013; facet lumbar syndrome. On (B)(6) 2014: the patient presented with follow up back pain. She did have pain in the lower back, radiated into the right leg, and some stabbing pains in the left buttock. She had noticed for the past week her pain was elevated and she had a terrible headache. She reported to the ER (B)(6) 2014 her blood pressure was elevated as well as her pain. She did receive medication to control her back pain which helped to lower her blood pressure and headache went away. She had noticed over the past few days that she had been having loss of bladder. She stated this happened several times a day, and was having more frequency. She did have constipationand diarrhea lately. She did have concerns with tripping more at night time, but she had not fallen. She had noticed over the past few days that she had been having loss of bladder. She stated this happened several times a day, and was having more frequency. She did have constipation and diarrhea lately. The patient also underwent CT of lumbar spine flex/ext only. Impression: there was no gross instability between the flexed and extended views. There was some concern at the l5-s1 level although the alignment appears maintained; there was suspicion of some level of instability, possibly a pars defect. On (B)(6) 2014: the patient underwent surgery. The following procedures were performed: bilateral l4, l5, s1 instrumentation; harvest of morselized bone graft through same incision; lntraoperative distraction for decompression of neural foramen; posterolateral onlay fusion l4, l5, s1; intraoperative fluoroscopy. The patient underwent intra-op x-rays. Impression: status post posterior lumbar spine fusion. Level is difficult to determine due to the limited field of view images submitted. Please correlate with postoperative radiographs. The patient underwent post-op x-rays of lumbar spine 2 views. Impression: posterior lumbar fusion l4 through s1. The upper most pedicle screw on the right is superimposed over the superior endplate at l4. On (B)(6) 2014: the patient presented for post-op care. She did have some nausea and vomiting, she related this with her pain. She stated her pain starts in the back and radiated into the legs, right worse then left leg. She did have numbness and tingling in the right thigh, which was about the same as prior to surgery. She used a walker with going out and about or longer walking around the home. She did have groin pain following the surgery and was not able to get around without her walker, this had since gotten better. The patient also underwent x-rays. Findings: pedicle screws were present projecting at l4-5 and s1. The superior screw appeared to be projecting above the pedicle. Although it was not clear which level this represented. A cross link was present. There did not appear to be a fracture in the rods or the screws. This raised a concern based on comparative studies of the screw construct breaking through the superior aspect of the pedicle. On (B)(6) 2014: the patient presented for a follow-up visit for her back pain. Patient complained of low back pain rated at a 8/10 that radiated down into the butt and down the right leg to the ankle. She had some numbness and tingling in both upper thigh areas. Has had no episodes of tripping or falling and had some issues with constipation and took a stool softener for it. The patient also underwent x-rays. On (B)(6) 2014: the patient underwent CT scan. Impression: the right l4 pedicle screw, which had an unusual appearance on recent radiograph, traverses along the superior cortex of the pedicle into the superior endplate of l4. On (B)(6) 2014: the patient presented for a follow-up visit for her back pain. She stated her pain was in her lower back and radiated into the left hip. She had sharp stabbing pain in left buttock. Assessment: lumbago. On (B)(6) 2014: the patient presented for a follow-up visit for her back pain. The pain was in her lower back and radiated into bilateral buttocks and then she got shooting pains into bilateral legs. She had bilateral numbness in both thighs. She denied any tingling. She stated she had issues with feeling how the temperature of water etc. Was when she took bath. She stated she had some weakness in her right leg. On (B)(6) 2015: the patient presented for back and left leg pain. She had numbness and tingling in left thigh. Occasionally had an issue with tripping. The patient also underwent x-rays. Per pa-c: there was evidence of laminectomy at l4 and l5 with transpedicular screws and stabilization bars extending from l4 through s 1. There was the right s1 screw broken. There was no evidence of acute fracture or malalignment; there was the right s1 screw broken; lumbago; left leg radiculopathy (B)(6) 2015: the patient presented for office visit. Preoperative symptoms were back pain and right leg pain. She was describing pain which mostly was over the right sacroiliac joint. She had been found to have a broken nondisplaced screw s1 on the right and actually was recently by the orthopaedic spine service and they did not feel that it was causing her problems and they did not recommend any intervention. She had anaphylaxis with IV dye in the past. She was describing back pain, mostly midline, about mid lumbar. She stated occasionally she would get some pain down into the left leg. The patient also underwent x-rays. On (B)(6) 2015: the patient presented to discuss surgery. On (B)(6) 2015: the patient reported that she will have an MRI and possible surgery. It was reported that on: (B)(6) 2013: patient underwent left l4 and l5 laminectomies with medial facetectomy, foraminotomy and discectomy/osteopathy, intraoperative fluoroscopy, application of epidural steroid. On (B)(6) 2013: left l4 and l51aminotomies with medial facetectomy, foraminotomy and diskectomy/osteophytectomy, intraoperative fluoro scopy, application of epidural steroid. On (B)(6) 2014: patient underwent CT lumbar spine at cmc. Unilateral left sided pars defect at l5 but with no spondylolisthesis. Mild disk bulge and foraminal stenosis is demonstrated at l5-s1; mild right facet arthropathy at l4-5. Aleft hemilaminectomy at l4 is present. On (B)(6) 2014: patient underwent bone scan of lumbar spine. Degenerative uptake as described above, including activity at the l4-5 facet joint. No increased activity at a known pars interarticularis defect at l5 on the left; degenerative uptake elsewhere on the whole body images, most prominent in the right ankle and left midfoot. On (B)(6) 2014: patient underwent s/p bilateral l4-l5 and l5-s1 facet joint injection. On (B)(6) 2014: patient presented with back pain. Patient was diagnosed with degeneration of lumbar intervertebral disc, primary facet arthropathy, lumbar. On (B)(6) 2014: patient presented with back pain. Patient was diagnosedwith lumbago, degeneration of lumbar, lumbar radiculopathy, lumbar facet joint pain. Patient underwent x-ray- isbi lumbar spine with flexion/extension due to lumbago. Findings: there is no gross in stability between the flexed and extended views. There is some concern at the l5-s1 level. Although the alignment appears maintained, there is suspicion of some level of instability, possibly a pars defect. On (B)(6) 2014: patient underwent bilateral l4, ls, s1 instrumentation. Harvest of morselized bone graft through same incision. Intraoperative distraction for decompression of neural foramen. Posterolateral onlay fusion l4, l5, s1. Intraoperative fluoroscopy. Patient underwent x-ray of lumbar spine demonstrate evidence of laminectomy at l4 and l5 with transpedicular screws and stabilization bars extending from l4 through s1. There is no evidence of hardware failure. Impression: status post posterior lumbar spine fusion. Level is difficult to determine due to the limited field of view images submitted. Please correlate with postoperative radiographs.the patient underwent x-ray of lumbar spine 2 views post op ap and lateral lumbar spine. Impression: posterior lumbar fusion l4 through s1. The upper most pedicle screw on the right is superimposed over the superior endplate at l4 (B)(6) 2014: patient presented with back pain. Diagnoses: low back pain, status post lumbar surgery. Patient underwent x-ray of the ap and lateral lumbar spine x-rays. Conclusion: stable lumbosacral spine demonstrating postoperative changes from l4 through s1. On (B)(6) 2014: patient presented for follow-up. The patient underwent x-ray- isbi-lumbar spine 2 to 3 views for alignment check. F indings: pedicle screws are present projecting at l4-5 and s1. The superior screw appears to be projecting above the pedicle. Although it is not clear which level this represents. A cross link is present. There does not appear to be a fracture in the rods or the s crews. This raises a concern based on comparative studies of the screw construct breaking through the superior aspect of the pedicle. CT scan would be of benefit to determine if this is the case. On (B)(6) 2014: patient underwent CT of the spine. Assessment: sip bilateral l4, l5, s1 instrumentation. Harvest of morselized bone graft through same incision. Intraoperative distraction for decompression of neural foramen. Posterolateral onlay fusion l4, l5, s1 2. Lumbago. . Impression: hardware is intact; the right l4 pedicle screw, which had an unusual appearance on recent radiograph, traverses along the superior cortex of the pedicle into the superior endplate of l4. On (B)(6) 2014: patient presented with back pain. Diagnosis: low back pain, s/p lumbar fusion. Assessment: sip bilateral l4, l5, s1 instrumentation. Harvest of morselized bone graft through same incision. Intraoperative distraction for decompression of neural foramen. Posterolateral only fusion l4, l5, s1; lumbago (B)(6) 2014: patient presented with back pain. On (B)(6) 2015: patient presented for follow-up. Patient presented with back pain, status post lumbar spinal fusion. Patient underwent x-ray of lumbar spine. Three is evidence of laminectomy at l4 and l5 with transpedicular screws and stabilization bars extending from l4 through s1. There is the right s1 screw broken there is no evidence of acute fracture or malalignment. Assessment: 8/p bilateral l4, l5, s1 instrumentation. Harvest of morselized bone graft through same incision. Intraoperative distraction for decompression of neural foramen. Posterolateral onlay fusion l4, l5, s1.there is the right 81 screw broken; lumbago; left leg radiculopathy; the right s1 screws broken. On (B)(6) 2015: patient presented for follow-up. Patient presented with back pain, status post lumbar spinal fusion, and right lumbar radiculopathy. Assessment: sip bilateral l4, l5, s1 instrumentation. Harvest of morselized bone graft through same incision. Intraoperative distraction for decompression of neural foramen. Posterolateral onlay fusion l4, l5, s1; lumbago 3.left leg radiculopathy; the right s1 screws broken. On (B)(6) 2015: the patient x-ray lumbar spine 4 views including flexion and extension views. Impression: posterior l4-s1 level fixation unchanged. Fractured right s1 screw is again noted; no spondylolisthesis. No subluxation with flexion or extension.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. Approximately 6 months post it was found that the screw was broken. The patient reports having pain at the site of the surgery. The patient is not scheduled to undergo a revision surgery at this time.